Event description:
The hospital reported that at the start of a procedure the image went totally black.

Manufacturer narrative:
The device in question was returned to olympus for investigation and was found to have no image. The device was tested with an olympus light source and a video processor. The investigation revealed corrosion in the electrical connector, which most likely caused the image problem. The corrosion found in the electrical connector was attributed to fluid invasion. Several attempts were made to obtain add'l info from the hosp without result. This report is being filed as an MDR in an excess of caution.